Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for remote follow up via merlin.net with episodes of non-sustained ventricular tachycardia and ventricular fibrillation caused stored by the implantable cardioverter defibrillator. The episodes were caused by post-sensed t wave oversensing which resulted in inappropriate antitachycardia pacing. Programming interventions were made. There were no patient consequences.